Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issued noted. Functional testing and underwater pressure testing were also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked; further described as ¿dialysate leaked from the front door of cycler¿. This was observed during priming of the device for peritoneal dialysis therapy. New supplies were used to continue the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.